Event description:
The olympus sales representative was informed by the customer that the asset endoscope reprocessor¿s washing case keeps separating, the valves have separated from the gap in the washing case / valves cannot stir in the washing case due to being caught in the gap. The reported problem was found during reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
The subject oer-elite will not be returned, however, the problem has been isolated to gap in the washing case (maj-2121). The new replacement maj-2121 has been ordered for the customer. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the cleaning case rubber coming off the cleaning case lid likely occurred from force from the user. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "chapter 5 inspection and preparation before use 5.11 inspecting the washing case (maj-2121) make sure that the washing case (with a gray cover) for exclusive use with this reprocessor is attached. Also, check that the washing case is free of irregularity such as a crack or fissure. If any irregularity is found, do not use the washing case and contact olympus. Warning do not use the washing case if any irregularity is found with it. If an abnormal washing case is used, the reprocessing may be insufficient." Correction: per the legal manufacturer, there is no potential for this issue of the cleaning case rubber coming off the cleaning case lid to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.